Event description:
It was reported that the patient had inappropriate shocks due to the oversensing of noise via reduced intrinsic complexes. The sensing vector was programmed to the secondary vector at the time of the shocks. Technical services advised some testing and programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to the oversensing of noise via reduced intrinsic complexes. The sensing vector was programmed to the secondary vector at the time of the shocks. Technical services advised some testing and programming options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to the oversensing of noise via reduced intrinsic complexes. The sensing vector was programmed to the secondary vector at the time of the shocks. Technical services advised some testing and programming options. There were no additional adverse patient effects. The system remains implanted.